Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 alarms were found due to a post-delivery motor power supply fault. The pump was powered on to a dim red display that was unrelated to the original complaint. Additionally, the battery compartment was cracked at the threads on the side. Moisture was found in the battery canister. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no further moisture ingress to the printed circuit board or to the continuous glucose monitoring module. The battery life complaint could not be duplicated.